Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. Reportedly, the customer thought an empty cartridge may have been loaded onto the pump. The customer's blood glucose level was 78 mg/dl. The customer loaded a new cartridge successfully and resumed insulin delivery.